Event description:
Caller reported that pump and charging pad became hot to touch. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump and charging supplies to be returned and replaced under warranty, instructing the caller to let the battery deplete fully before shipping the faulty items back. The customer was advised on steps to take with the replacement and agreed to return the defective pump within 10 days.